Event description:
It was reported a patient experienced an air embolism with clearlink system continu-flo solution set. No leaks were observed nor were infusion pumps used. The patient is recovering (not further specified). No further information was available at the time of this report.

Manufacturer narrative:
D4: lot #: potential lot numbers reported r24g31024 or r24h03079. D4: expiration date: for lot# r24g31024 the expiration date is 07/31/2026 and for r24h03079 the expiration date is 08/04/2026. D4: unique identifier (UDI) #: for lot# r24h03079 the UDI is (B)(4) and for lot# r24g31024 the UDI is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h11 h4: lot number r24g31024 was manufactured on 08/01/2024 and lot number r24h03079 was manufactured on 08/05/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.